Event description:
The pt status is post-c5/6 and c6/7 acdf, on 5/2/97 home with cervical collar. Following the surgery, the pt improved. He was followed with serial xrays which revealed a fractured cervical plate at c5/6 and c6/7. The pt was admitted for removal of the fractured cervical plate and exploration of the fusion. It was not felt necessary to redo the fusion as the neck was stable and the pt was asymptomatic.